Manufacturer narrative:
(B)(4).

Event description:
The customer clarified that the vitrectomy probe cut, but just wasn't efficient. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing poor or no cutting of the vitreous during a procedure. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve cable and the filter were both replaced to address the issue. The system was tested and found to meet product specifications. Was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to vit valve cable. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).